Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device. The turbine drive board was replaced and the machine works normal. As a resolution, the turbine driver board was replaced and unit was working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault, hardware fault and power overheat occurred. As of this time, there is no information about patient involvement associated with this reported event.